Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that during a standard end of life pump replacement, the surgeon noticed that the pump connector portion of the catheter was frayed. He decided the best course of action would be to replace the pump segment of the catheter. The spinal segment of catheter was left alone. The catheter access port was aspirated prior to disconnecting the old pump. There was good cerebrospinal fluid (csf) flow prior to this replacement and after. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The explanted portion of the catheter was in possession of the company representative and was to be returned to the manufacturer. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none. The patient¿s medical history and weight were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; damage to transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.